Manufacturer narrative:
Investigation: visual investigation: we made a visual inspection of the product. Here we found the broken instrument on the jaw male. Additionally we found discoloration on the surface of the product. Furthermore, we found corrosion on the surface. The cause of the damage is due to several factors that have led to the fracture. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably reprocessing, manufacturing or a design-related failure. Based on the investigation results, a change with application number has been initiated.

Event description:
Additonal information: this case is possibly associated with the reference number (B)(4). 9610612-2021-00687 (400530950 bh145r).

Manufacturer narrative:
Correction/additional information: see b5.

Event description:
Correction: patient harm changed: additional medical intervention necessary.

Manufacturer narrative:
Correction/additional information: b1+b2: adverse event. B5: patient harm. H1: serious injury. H6: codes.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bh145r-crile forceps cvd 140mm. According to the complaint description, it was reported that the instrument bh145r cracked and slipped off the catheter during the cardiac surgery. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).